Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted exposed wires on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damaged. The cable segment stuck out at the wrist. Additional observation not reported by site was pulley damage. Indentations were also found at the edge of the distal pulley. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.